Manufacturer narrative:
Continuation of d10: 407658 lead, implanted on (B)(6) 2012; atdrs1 ipg, implanted on (B)(6) 2024; 407652 lead implanted 23-oct-2012 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced an infection approximately six weeks post implantable pulse generator (ipg) changeout. The ipg system and a previously capped right atrial (ra) lead were removed. No further patient complications have been reported as a result of this event.